Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported wearing the pod for 24 hours and experiencing bg level over200mg/dl and after bolusing twice it continued to rise. She removed the pod and noticed a lump the size of a marble which continued to grow in size into the size of a brussel sprout over time. She sought medical attention and was diagnosed with an infection. She was placed on antibiotics for a week. The name of the medication was not provided. The lump did not go away and she needed to go to a surgical center to have the site cut open and drained.